Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Event description:
On (B)(6) 2013, it was reported that the patient had experienced elevated blood glucose levels as high as 366 mg/dl for one week. The patient had been unsuccessful correcting the hyperglycemia even after changing the infusion set, but she was successful correcting the elevated blood glucose levels via insulin injection. The patient thinks the device delivers too low an amount of insulin. Her diabetic specialist checked the basal rates and they were set correctly. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.